Manufacturer narrative:
Ad photo analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Lump/nodule-ndr: not applicable as the event is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Device has been explanted.

Event description:
Healthcare professional reported "the right device shows signs of advanced intracapsular rupture with signs of subcapsular line, lignin sign and deformation¿, ¿in the anterior third of the superior internal quadrant (csi) on the right breast we observe a nodular collection of 8mm with well-defined contours with slow and progressive enhancement, which presents type 1 dynamic curves probably benign¿, ¿no other nodules nor suspect collection¿, ¿conclusion: findings compatible with advanced intracapsular rupture of the right prosthesis. Subcentimetric nodular enhancement in superior internal quadrant on the right breast, probably benign. Birads3¿. Device was explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, one opening assessed as fold flaw opening. Lump/nodule-ndr: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Healthcare professional reported "the right device shows signs of advanced intracapsular rupture with signs of subcapsular line, lignin sign and deformation¿, ¿in the anterior third of the superior internal quadrant (csi) on the right breast we observe a nodular collection of 8mm with well-defined contours with slow and progressive enhancement, which presents type 1 dynamic curves probably benign¿, ¿no other nodules nor suspect collection¿, ¿conclusion: findings compatible with advanced intracapsular rupture of the right prosthesis. Subcentimetric nodular enhancement in superior internal quadrant on the right breast, probably benign. Birads3¿. Device status is unknown.